Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Explanting physician reported capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: observed, broken device in the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
Explanting physician reported, capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.